Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. Customer called to connect the transmitter to insulin pump. Customer stated that they received no device found alert. Customer stated that the auto connect failed asked to did it manually failed. It was unknown whether the customer was using automode at the time of reported event. The devices will not be returned for analysis.